Event description:
Private duty nurse reports, enteral feeding infused in 16 hours. The feeding was ordered to infuse over 20 hrs resulting in reports of respiratory congestion. Using pump according to manufacturer's guidelines.